Event description:
It was reported that the customer experienced a blood glucose (bg) level of 476 mg/dl and a high ketone level. Reportedly, customer was not removing air from cartridge prior to use, and was using cold insulin. Additionally, healthcare provider believes puberty and a recent growth spurt contributed to the event, as well as an unrelated sinus and ear infection. The customer went to the emergency room and was subsequently hospitalized. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.